Event description:
It was reported that the impedance of the right atrial lead has varied and an x-ray of the lead shows there "appears to be a bend in the lead" and "uneven spacing of the coils." The lead is still in use, with the possibility of replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.